Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the left anterior descending (lad) artery. The lesion was predilated with a 3.0x20 mm maverick balloon, inflated t o12 atm for 30 seconds and 16 atm for 20 secs. The 2.75x32 mm taxus express2 drug eluting stent was damaged during the procedure inside the pt. The stent strut was found to be lifted. The procedure was completed with a 3.5x12 taxus express2 stent. No pt complications were reported. Pt status reported as "ok."

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly batch #8722214 found that the device met its material, assembly and product specifications.